Event description:
It was reported that a customer experienced a high blood glucose level of 400 - 499 mg/dl, leading to the customer going to the emergency room and subsequent hospitalization. The customer was treated with intravenous fluids saline and insulin, the customer showed no permanent damage and was released from the hospital on 7/18/25. System check with tandem technical support confirmed the pump was functioning as intended. A replacement pump was sent to the customer to address the issue.